Event description:
Patient presented to the physician with difficulty with tongue movement, right-sided occipital headaches, and severe head and neck pain since the implant procedure. Physician prescribed steroids.

Event description:
Patient presented back to the physician with continued head and neck pain. Physician brought the patient into the operating room and removed the entire inspire system.